Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01145, 0001822565 - 2020 - 01146, 0001822565 - 2020 - 01149, 0001822565 - 2020 - 01150, 0001822565 - 2020 - 01151, 0001822565 - 2020 - 01152, 0001822565 - 2020 - 01153, 0001822565 - 2020 - 01154, 0001822565 - 2020 - 01155, 0001822565 - 2020 - 01156, 0001822565 - 2020 - 01157, 0001822565 - 2020 - 01158, 0001822565 - 2020 - 01159, 0001822565 - 2020 - 01160, 0001822565 - 2020 - 01164, 0001822565 - 2020 - 01165, 0001822565 - 2020 - 01166, 0001822565 - 2020 - 01167, 0001822565 - 2020 - 01163, 0001822565 - 2020 - 01144. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that patient underwent right orif distal tibia approximately 6 years ago. Subsequently, patient presented with pain over his right fibular plate that has gone on for years and is even so much that it wakes him up at night. Patient was revised approximately 1 month ago and all screws were removed.